Event description:
On (B)(6) 2013 the customer reported according to their technical service sales representative this lead was capped on (B)(6) 2013. This atrial lead was capped due to high thresholds. There were no other adverse pt events reported. The lead was actively implanted for approximately (B)(6).

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegations cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.